Manufacturer narrative:
Concomitant medical products: rvdr01 ipg, and 5076-52 lead, implanted: (B)(6) 2016.

Event description:
It was reported that the atrial lead became dislodged and was located in the right ventricle .the atrial lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.